Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was implicated in an issue where there where the pump alarmed "air in tubing" when there was none. The pump was reportedly correct using other administration sets which is why they believe this particular administration set caused the issue. The flush was performed mechanically but the issue persisted. The patient was administering kabiven, soluvit, and vitalipide. There were no reported adverse events.

Manufacturer narrative:
Other text: additional information d4 (catalog number), d5, d10, h3, h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Twelve unused samples received for investigation. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, the sample primed without difficulty and no alarms were activated; the water could pass through the whole device; thus, the failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed. E4 was unknown, corrected data: d1, d3, h5.